Manufacturer narrative:
Revision occurred after 2 years due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 2 years after the primary surgery, which occurred on (B)(6) 2023. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. 36 mm + 6 humeral stability cup explanted. This was replaced with a 40 mm + 3 humeral stability cup and 9 mm spacer. The newly implanted humeral cup is of a larger diameter than the 36 mm glenosphere, which is a deviation from system surgical technique, which states that "the cup size is linked to the glenosphere size" (step 17).